Event description:
The day after implant, the physician reported that the patient was "getting too much;" the patient was drowsy and sleepy/over sedated, but arousable. The patient was trialed with morphine at a dose of 0.25mg/day. The pump was filled with 10 mg/ml, so the lowest they could go was .048mg/day. The physician chose to program the pump to minimum rate mode. The patient was kept in the hospital for observation. The next day the patient was doing fine. The physician decided to change the drug in the pump to duramorph 1 mg/ml. The infusion rate was decreased to 0.25 mg/day. The patient was staying in the hospital for observation. Additional information has been requested; a follow-up report will be sent if information becomes available.

Event description:
Additional information received reported the patient was receiving effective therapy.

Manufacturer narrative:
(B)(4).